Manufacturer narrative:
The suspect device has not yet been returned to olympus for physical evaluation. The device was sent to an independent laboratory for culture testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found no detection of contamination. All device channels (distal end, instrument / biopsy / suction channel, air / water channel, and auxiliary water channel) found no detection of microorganisms. The results conform in accordance with rki-bfarm guidelines. The investigation is ongoing and follow up with the customer is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the colonovideoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation, and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: tip. Cfu:n.d. Bacterial identification:n/a. Sampling date: (B)(6) 2023. Sampling from: forceps/suction channel. Cfu:0 cfu. Bacterial identification:n/a. Sampling date: (B)(6) 2023. Sampling from: air/water channel. Cfu:0 cfu. Bacterial identification:n/a. Sampling date: (B)(6) 2023. Sampling from: sub-water channel. Cfu:0 cfu. Bacterial identification:n/a. The device was evaluated and no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing, however, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.